Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported the device was removed and replaced due to premature battery depletion. The device was explanted and it is unknown if it was replaced. No patient complications have been reported as a result of this event.